Event description:
A customer contacted global technical services (gts) regarding fluid leaking from the bottom of a tina single pump machine during programming/set up. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device evaluation is in process; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The baxter field service engineer (fse) confirmed the reported issue during an on - site evaluation. The fse found the tubing for the deairation pump disconnected and corrected the issue by reconnecting the deairation pump tubing to the pump. The assignable cause for the reported issue was due to the tubing on the deairation pump became disconnected. The device was inspected and tested per "system 1000 series hemodialysis instruments functional verification data sheet" document (B)(4). The device was returned to the customer operational and ready for use. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.